Event description:
It was reported that a user experienced a transient rise in blood glucose to 200 mg/dl after consuming two slices of raisin bread followed by a decrease to 55 mg/dl, with current blood glucose at 78 mg/dl, and no device alerts for sustained hyperglycemia, no back-up therapy, no ketone testing, no medical intervention, and no assistance required. Symptoms included asymptomatic hyperglycemia followed by hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary impact on daily activities without hospitalization or professional intervention. Investigation included complaint intake review, device-use and event chronology assessment, and user education and troubleshooting. Investigation of this case revealed no device malfunction reported and that the event was temporally associated with food intake. It was concluded that the event was not related to a device failure and that the cause of the hyperglycemia followed by hypoglycemia was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.